Event description:
It was reported that patient presented for scheduled procedure. During device preparation, it was observed that implantable cardioverter defibrillator (ICD)'s battery was low. The ICD was ultimately not used and replaced with the new ICD. Patient condition was stable.

Manufacturer narrative:
Reported event of battery problem was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.